Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, even with the potentiometer turned all the way down, the roller pump still turned slowly in either forward or reverse modes. The roller pump was being used in the sucker position. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) installed a new potentiometer and a new membrane to achieve a better seal. He tested the unit to MFR's specifications and returned the unit to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.